Event description:
It was reported to fresenius via a customer experience survey response that this patient stated experienced an infection 12 months after starting peritoneal dialysis (pd) treatment. Additional information was obtained through follow-up with the patient¿s pd program manager. On (B)(6) 2019 this patient was experiencing unspecified issues dialyzing. The patient was seen in the pd clinic. The patient was found to have fibrin in the pd catheter (not a fresenius product) and right abdominal tenderness. Pd effluent cultures were obtained. The pdrn attempted to flush the pd catheter without success. The pdrn then irrigated with heparin and 300ml of red, bloody effluent drained out. The patient was instructed to go to the hospital. The patient was admitted and subsequently diagnosed with fungal peritonitis (organism and species not provided). The patient had a perma-cath placed on (B)(6) 2019. It was determined that due to the fungal peritonitis, the pd catheter would be pulled. On (B)(6) 2019 the pd catheter was removed, and the patient permanently transferred to in-center hemodialysis (hd). Based on the patient¿s home situation and the likelihood of continued infections due to the presence of pets, the patient transitioned permanently to in-center hemodialysis (hd). The cause of the peritonitis was attributed to the patient¿s cats and improper cleaning of the exit site along with not washing their hands.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty cycler set and the patient event of hospitalization with diagnosis of fungal peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the cycler set. Additionally, there is no allegation of a cycler set defect reported for this event. The reported cause of the peritonitis was attributed to contamination by the patient¿s cats and improper cleaning of the exit site as well as hands. All pd patients are at risk of infection due to a decreased immune system and dialysis techniques increasing the potential of microbial contamination. Based on the available information and no allegation of a product defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius via a customer experience survey response that this patient stated experienced an infection 12 months after starting peritoneal dialysis (pd) treatment. Additional information was obtained through follow-up with the patient¿s pd program manager. On 04/dec/2019 this patient was experiencing unspecified issues dialyzing. The patient was seen in the pd clinic. The patient was found to have fibrin in the pd catheter (not a fresenius product) and right abdominal tenderness. Pd effluent cultures were obtained. The pdrn attempted to flush the pd catheter without success. The pdrn then irrigated with heparin and 300ml of red, bloody effluent drained out. The patient was instructed to go to the hospital. The patient was admitted and subsequently diagnosed with fungal peritonitis (organism and species not provided). The patient had a perma-cath placed on (B)(6) 2019. It was determined that due to the fungal peritonitis, the pd catheter would be pulled. On (B)(6) 2019 the pd catheter was removed, and the patient permanently transferred to in-center hemodialysis (hd). Based on the patient¿s home situation and the likelihood of continued infections due to the presence of pets, the patient transitioned permanently to in-center hemodialysis (hd). The cause of the peritonitis was attributed to the patient¿s cats and improper cleaning of the exit site along with not washing their hands.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.